Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range intrinsic amplitude. Additionally, occasional undersensed signals were present during atrial fibrillation (af). This lead remains in service and no adverse patient effects were reported.